Event description:
Routine complaint investigation when a consumer reported receiving a low reading of 70 mg/dl on their precision qid when compared to a laboratory value of 176 mg/dl obtained on the laboratory analyzer. The values, when plotted on a clarke error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.